Event description:
The customer reported that a 17-year-old male patient in the emergency department underwent a contrast-enhanced CT scan. The procedure was performed using a medrad® stellant flex CT injection system (serial number (B)(6)). Following completion of the contrast injection, an undetermined amount of air was visualized on the acquired CT images. Oxygen was administered and the patient was subsequently admitted for observation. The current status of the patient is unknown.

Manufacturer narrative:
A system service check of the medrad® stellant flex CT injector (serial number (B)(6)) was performed on (B)(6) 2026. The service evaluation confirmed that the injector was functioning within bayer specifications at the time of assessment. The customer reported that the disposables used during the incident were discarded at the site and were therefore not available for analysis. The customer was unable to provide the lot number of the disposables; therefore, testing of retained samples was not possible. The offer of additional clinical applications training has been accepted by the customer and will be scheduled. The medrad® stellant CT injection system operation manual cautions the user as follows: warning: air embolism hazard - serious patient injury or death may result. Ensure patient is not connected while purging air from syringe or engaging or advancing plunger. Expel all trapped air from the syringe(s), connectors, tubing, and catheter before connecting the system to the patient. To minimize air embolization risks, ensure that one operator is designated the responsibility of filling the syringe(s). Do not change operators during the procedure. If an operator change must occur, ensure that the new operator verifies that the fluid path is purged of air. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.